Event description:
It was reported that following the revision surgery (MFR. Report no. 3006630150-2025-01318), the patient developed a skin rash where the implantable pulse generator (ipg) and adhesives were located. The patient was administered with prednisone and the rash had improved upon follow-up.

Manufacturer narrative:
Block b3: exact date unknown, event occurred following patients revision surgery.